Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary:this report was confirmed in the lab to have a bent spike tip. The root cause was determined to be related to the assist device issue. A batch review cannot be done since the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that a spike was bent while the set was being connected to the y-set by the cleanflash. An error 154 occurred. The spike port of the y-set got damaged. There was no patient injury or medical intervention. No further information is available.